Event description:
It was reported that signal loss over 1 hour occurred on 12-30-2022 for transmitter with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and investigation window does not reflect the alleged device. The allegation was undetermined because data does not reflect the the incident date. Reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.